Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a colonoscopy with polypectomy procedure, the unit was turned on with an initial setting of 15 watts, but would not cut. The power was increased to 20 watts and then to 25 watts. It was noted that the mucosa around the polyp area started changing from white to a gray color, as if the heat was spreading in the mucosa. The patient started to complain about feeling pain in their right hip where the non-olympus plate was located. The polypectomy could not be performed after three attempts. The physician replaced the electrosurgical unit with their own psd-10 unit. The intended polypectomy procedure was completed successfully. Olympus followed up with the user facility and it was reported that the patient reported numbness in their right hip area. It was stated that the patient was given cipro 500 mg and discharged home the same day in stable condition.